Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 900 mg/dl with high ketones which were identified as dangerous by a health care professional. The customer attempted to self-treat with a correction bolus via pump, however, at the hospital they were treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2023 with issue resolved. A system check was performed with tandem technical support and no issues were identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.